Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, a cuff miss occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. Two proglide sutures were successfully placed in the left common femoral artery (lcfa) using the preclose technique. The sheath was upsized to 20fr and the aaa procedure was completed. Hemostasis was achieved in both the rcfa and lcfa using the pre-placed sutures of the proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.